Manufacturer narrative:
(B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 5th. Related complaint for needle clog on lot # 9281225. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle clogged during use with the lantus pen. The following information was provided by the initial reporter: "consumer reported finding during flow check the needle is clogged with her lantus pen, advised proper placement of pen needles to the pen."